Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, neurovascular procedure was performed by the customer and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to emit x-rays. Upon troubleshooting, fse found that the ippc was unable to start, and attempting a reboot did not rectify the problem; fse also found the pc's power supply failed to turn on, likely due to a defective unit. To resolve the issue, fse replaced the frontal ippc and hard drives. The defective ippc was returned to philips for analysis and found the malfunction in power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.